Event description:
The patient noticed her arm was painful a day after placing the pod there, so she removed the device. The infusion site was bloody, red and irritated or infected. Her blood glucose was between 200 and 270 mg/dl. The site had been cleaned with cutasept prior to activating the pod. She went to the doctor and was prescribed antibiotics for the infection.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.